Manufacturer narrative:
Visual inspection of the returned tension gauge identified that it had fractured at the end of the 2 mm side. Cracks were also noted on the fractured end. Gauges and cracks can be seen at the 2mm end as well. The surfaces on both sides of the spacer have scratches from use. A fracture can typically occur when the component has had repeated exposure to large bending forces which can occur during insertion and extraction into the joint. No lot number was provided; therefore, device history records could not be reviewed and lot history complaint evaluation could not be performed. This device is used for treatment. Per the instrument/provisional use, care and sterilization package insert, breakage can occur with instruments that are subject to high loads and/or impacts. With the limited information available however, a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the item broke while the surgeon was trying to fit it into the knee.